Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or displacement accuracy test due to critical pump error. Unable to verify pump error 35 due to download difficulty. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with broken reservoir tube lip, faded serial number label and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated that, they are not able to rewind the pump. The customer also stated that, the back of the pump on the battery side was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.